Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes in 2005, back pain on (B)(6)2008, tachycardia on (B)(6)2016, kidney stone on (B)(6)2016, abdominal aneurysm on (B)(6)2017 and c-section on (B)(6)2010. Previously administered products included for prevent pregnancy: ortho tri-cyclen from (B)(6) to (B)(6); for an unreported indication: valtrex from (B)(6) to (B)(6) and valacyclovir from (B)(6) to (B)(6)2019. Concurrent conditions included obesity, breast discomfort since (B)(6)2014, back pain since (B)(6)2014, difficulty breathing since (B)(6) 2016, heart rate irregular since (B)(6)2016, palpitations since (B)(6)2016, anxious mood since (B)(6)2016, cough since (B)(6)2016, polydipsia since (B)(6)2016, polyuria since (B)(6)2016, heartburn since (B)(6)2016, insomnia since (B)(6)2016, incontinence since (B)(6)2016, depressed mood since (B)(6)2016, breast tenderness since (B)(6)2016, vaginal dryness since (B)(6)2016, numbness since (B)(6)2016, cephalgia since (B)(6)2016, otitis media since (B)(6)2016, indigestion since (B)(6)2016, chest pain since (B)(6)2016, lightheadedness since (B)(6)2016, tingling since (B)(6)2016, gerd since (B)(6)2016, perineal pain since (B)(6)2016, uterine bleeding since (B)(6)2016, nausea since(B)(6)2017, abdominal pain since (B)(6)2017, discomfort epigastric since (B)(6) 2017, leg pain since (B)(6)2017, wrist fracture since (B)(6)2017 and vitamin d deficiency since (B)(6)2017. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2014, ibuprofen since (B)(6)2014, ketorolac tromethamine (toradol) since (B)(6)2016, metoclopramide hydrochloride (reglan) since (B)(6)2016, naproxen (motrin) since (B)(6)2017 and naproxen since(B)(6)2017. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (chronic constipation, bloating)"), constipation ("gastrointestinal or digestive system condition (chronic constipation, bloating)") and dry skin ("rashes or skin conditions (unexplained dry patches)"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and vision blurred ("vision/eye problems (blurry vision)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and myalgia ("pain llq radiate to the back"). In (B)(6)2015, the patient experienced anxiety ("psychological or psychiatric problems(anxiety)"). In (B)(6)2016, the patient experienced dizziness ("neurological conditions or problems (dizziness and memory loss)") and amnesia ("neurological conditions or problems (dizziness and memory loss)"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), arthralgia ("left hip pain") and abdominal pain lower ("llq pain\ rlq abdominal pain/pain llq radiate to the back"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain, abdominal distension, constipation, dry skin, anxiety, headache, dizziness, amnesia, fatigue, weight increased, vision blurred, arthralgia, alopecia, myalgia and abdominal pain lower outcome was unknown and the dysmenorrhoea and migraine was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, constipation, dizziness, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pelvic pain, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 265 lbs. As per mr, post-operation, there was normal retrovereted uterus, overall normal appearing tube and ovaries however there were multiple inflammatory cysts on all pelvic structure including the ovaries, tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Angiogram - on (B)(6)2016: normal appearance of the arteries of the neck and head.. Computerised tomogram - on (B)(6)2016: no acute findings on this examination of the abdomen and pelvis.. Hysterosalpingogram - in (B)(6)2011: total bilateral occlusion.. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - on (B)(6)2012: retroflexed uterus with fibroids. Ovaries wnl, with follicles bilateral.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dizziness, constipation, dysmenorrhea, anxiety, bloating, headache, pelvic pain, menorrhagia, migraines , blurred vision and following one was described in patient's medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : reporter's were added. New events were added- abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, anxiety, rashes or skin conditions (unexplained dry patches), migraines, headaches, dizziness, memory loss, dysmenorrhea (cramping), blurred vision, fatigue, weight gain, bloating ,hair loss, chronic constipation, abdominal llq pain\ rlq abdominal pain/pain llq radiate to the back were added. Event added from medical record- pelvic inflammatory disease. Concomitant drugs were added. Medical history was updated. Concomitant conditions were added. Lab tests were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.